Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #2 (type iii bone). Primary stability and osseointegration were not achieved. A sinus lift and grafting rea of simultaneously extraction of root tips was performed at the time of surgery. The clinician used biooss, membrane and gem215 with a titanium plate which covered the entire quadrant area. Immediate extraction. Site and inadequate bone quality/quality were involved in the event. The implant was removed on (B)(6) 2012. Medical history: pt smoker.